Event description:
It was reported that the patient presented to the emergency room. An alarm was noted, but log files were unable to be downloaded. The site had concern for a data wire fracture. The customer attempted to download the log files using different universal serial bus (usb) sticks but could only download the portable document format (pdf) report. The pdf was reviewed. From the initial report on the pdf, there were no low-speed advisory or pump stoppages seen. The system controller was very old and was exchanged. X-rays were also obtained. The submitted x-rays showed no obvious areas of concern. It looked like it was a driveline cosmetic issue. Tape was applied to the driveline, which was recommended by technical services, and this resolved the issue. It was confirmed that log file data was able to be downloaded from the replacement system controller were submitted for review. The log files contained alarms associated with the system controller exchange. Following these initial alarms the log contained a few pulsatility index (pi) events as well as routine power source changes. No abnormal alarms or events were recorded. The pump appeared to be operating as intended. Related MFR 2916596-2024-01838.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a1: patient identifier corrected. Section d1: brand name corrected. Section d4: catalog number and UDI number corrected. Manufacturer¿s investigation conclusion: review of the submitted photograph confirmed superficial driveline damage; however, a specific cause for the damage could not be conclusively determined through this evaluation. The customer submitted one photograph for review which captured portions of the external driveline and controller power cables connected to the system controller. A section of the driveline outer jacket was missing adjacent to the terminus of the controller connector bend relief. No wires were exposed, and the damage appeared to be cosmetic in nature. The submitted driveline x-rays captured the entire portion of the internal driveline and a small portion of the external driveline near the exit site. No evidence of driveline wire compromise was observed via the submitted x-ray images. The retrieved log file from the returned controller and the submitted log file from the patient¿s replacement controller collectively contained events from (B)(6)2024 through (B)(6)2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.